Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. Reportedly, the patient was under 2 years of age. No additional event or patient information is available. Labeling indicates: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver did not turn on. The receiver case was opened, the internal inspection passed. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, unexpected receiver shutdown was observed. Functional testing was unable to be performed because the receiver had been opened. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.